Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that following implant it was discovered that the patient had an infection (unspecified). The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that following implant it was discovered that the patient had an infection (unspecified). The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that following implant it was discovered that the patient had an infection (unspecified). The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.